Manufacturer narrative:
MFR's report date: 06/27/2012. Internal file no: (B)(4). Pt's info requested and all available info is included. The customer's report of set malfunction was due to a leak in the set. Visual inspection of the received set revealed that the silicone segment had a 0.1605 inch long tear near the upper fitment. Microscopic examination noted a crush mark to the upper blue fitment. Functional testing was confirmed and a leak was noted from the silicone tubing near the upper fitment. No other anomalies were noted on the set. The cause of the leak was due to a tear in the silicone segment. However, the root cause of the tear was not identified.

Event description:
Virtually no info was provided by the customer other than they had a "tubing malfunction" and they have instructed the sales consultant to come and retrieve it. No further pt/ event info is available. There are no pt harm or medical intervention reported.